Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, animas, received notification from the reporter alleging the basal history did not match the active basal program. A follow up was made by animas customer technical support on (B)(6) 216 to obtain additional information. The patient reportedly was hospitalized and monitored for reasons unrelated to the pump and unrelated to diabetes. It was noted, since the patient was not on the pump prior to hospitalization, the hospital put the patient on the pump to facilitate the control of the patient's diabetes due to the age of the patient. It was also noted that the pump being used to monitor the patient, belonged to the hospital and was used on different patient's one at a time. Animas has requested the return of the pump due to the alleged pump malfunction noted above, however, there was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to the alleged history settings issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: a review of the last basal delivery and the last bolus delivery were on (B)(6) 2015. The black box revealed that the pump was not in use between (B)(6) 2015 at 19:01 and (B)(6) 2015 at 18:08 and between (B)(6) 2015 at 11:23 and (B)(6) 2015 at 18:37. The pump was exercised for 24 hours with a 1.0unit/hour basal rate; at the end of testing, the basal history correctly showed 1.0 units and the total daily dose showed 24.0 units. There were no delivery interruptions or any errors, alarms or warnings that occurred during testing. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the display screen was found to have a pinkish contrast. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad.